Event description:
It was reported that a vns patient underwent repositioning surgery for a generator that ¿came loose¿. Follow-up from the provider clarified that the generator repositioning surgery was due to the generator ¿moving around¿ only during certain arm movements and the generator would pop out of the pectoralis muscle pocket. The physician stated she had a lot of soft tissue and it looked the initial pocket was maybe a little superficial to remain stable. Additional relevant information has not been received to-date.

Manufacturer narrative:
Device evaluated by MFR, corrected data: the device evaluation field was inadvertently marked incorrectly on the initial report. Additional manufacturer narrative and/or corrected data , corrected data: information regarding the use of code in device evaluated by MFR? Was inadvertently not provided on the initial report. Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.